Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During an emergency procedure, the user reported a problem during x-ray release. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The real-time pc of the imaging system (rtpc) failed during the procedure and the system was set to the so-called bypass fluoro mode. If the imaging system is not available, the system automatically switches to bypass fluoro mode, in which only continuous fluoroscopy with degraded image quality is available and the captured scenes cannot be saved and reviewed. This is a mitigating protective function of the system to provide imaging even in the case of an error. This allows the operator to specifically abort the examination and ensure safety in parallel. The full functionality of the system can only be restored after a local service visit. A systematic problem was not identified. The affected part (rtpc) has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.